Manufacturer narrative:
A ge service rep performed an onsite investigation. The display adapter and camera were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported intermittent frame sync errors which could cause a loss of the live fluoroscopy image. There is no report of injury or death associated with this event.